Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. For this reason, evaluation was used in the conclusion. All available info has been placed on file in qual management for appropriate tracking, trending and follow up.

Event description:
The user facility reported that an iliac rapture occurred during a procedure. Follow-up communication confirmed that: the 24fr solopath was inserted into the iliacs without issue; once inflated to 20 atm a portion of the balloon where there was calcium would not fully expand; the balloon pressure was raised to 22 atm; the portion that was calcified still would not fully inflate; the sheath was collapsed and withdrawn; a 24fr gore dryseal was the inserted with some minor resistance; there was an iliac rupture; a gore viabahn 10 mm x 10 cm was inserted; the case was completed successfully; and the pt was reported as "stable."